Event description:
Information received notes that normal pacemaker function was observed during a routine office visit, but the patient had a grand mal seizure and was rushed to emergency. While in the ER, a monitored asystolic episode was observed that resulted in another grand mal seizure. After this happened a third time, the physician had difficulty interrogating the device. Dashes (---) were displayed for sensor parameters but when emergency vvi was pressed, pacing was observed.